Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the light guide fiber bundle (lcb) broken, the remote control buttons cracked, the angle wire corroded, the segment corroded, the control body corroded, the lg cable connector corroded, the operation channel leak, the insertion flexible tube (ift) cut, the distal body melted, the operation channel resistance, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).